Manufacturer narrative:
The customer called into olympus personnel to report her issue. During the call the customer confirmed the limited angulation as noted. However, the customer also went on to note that the tie rods were moved to assess the mobility and it was discovered that not only was there reduced mobility of the tie rods, but also partial locking of the tie rods as well. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that her olympus evis exera ii gastrointestinal videoscope's angulation was blocked at 50 percent. According to the initial reporter, this issue was found during a general inspection of correctly functioning devices. There was no patient involvement during this event.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.